Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient had a history of chronic neck pain and was involved in a motor vehicle accident (mva) in 2007 with increased neck pain. The patient underwent a type unknown percutaneous anterior cervical procedure in (B)(6) 2009. Sometime post-op, the patient began to demonstrate progressive dysphasia and severe increased neck pain. MRI studies were notable for gross lytic destruction c3-c6 with a severe acquired kyphosis". The patient presented for operative decompression and stabilization. On (B)(6) 2009: patient was seen in the ER for posterior neck pain (neck surgery 3 weeks ago); complaint of headache. Patient states pain is 7/10 neck and bilateral arm pain as well as headache. On (B)(6) 2009: patient was seen in the emergency department for neck pain. Neck pain 10/10, worse along the shoulders. No numbness, weakness, or tingling reported. Patient was given im dilaudid / ativan. On (B)(6) 2009: patient was seen in the emergency department for neck pain. Pain is intermittent and shooting down shoulders and arms worse with movement. Had MRI 2 months ago showing bulging discs. Patient treated with im dilaudid, im ativan. Patient had marked improvement in pain and resolution of tingling. Patient with likely muscle spasm acute on chronic pain. On (B)(6) 2009: patient seen in emergency department for achy neck pain, severe, occasionally to both arms, burning. On (B)(6) 2010: patient was seen in ER for same complaint for neck problem and diagnosed with osteomyelitis, diskitis and abscess. Patient alsoreported being unable to fully empty bladder recently. MRI findings were consistent with extensive diskitis and osteomyelitis involving c3-4, c4-5, and c5-6. A large fluid collection consistent with abscess is seen anterior to the c4-5 disk space. Near complete bony destruction of the c4 and c5 vertebral bodies is seen with marked focal kyphosis at this level. This caused impingement on the cervical cord and the cervical cord was kinked at a 45 degree angle. Osteomyelitis and also appeared to involve the c3 and c6 vertebral bodies. The patient's esr was mildly elevated to 28 and no leukocytosis. Given malignancy was also on differential the patient underwent CT thorax to rule out esopheal involvement, which has been neg. On (B)(6) 2010 ¿ (B)(6) 2010: patient was hospitalized for acute cervical osteomyelitis. Patient presented with progressive cervical kyphosis and intractable pain after percutaneous cervical procedure (type unknown). Diagnostics with lytic destruction of c3-c6 and kyphosis formation with central cord compression. On 01/08/2010: patient underwent (1) anterior corpectomy and debridment of osteomyelitis, inferior one-half of c3 through superior one-half of c6. (2) anterior fusion c3-c6, using a cervical peek cage supplemented with bmp. (3) anterior cervical discectomy and fusion, c2-c3 using a cervical peek cage supplemented with bmp. 4) acdf, c6-c7 and c7-t1, cervical peek, grafton matrix, bmp. (5) anterior instrumentation c2-t1, medtronic atlantis plate. (6) posterior fusion c2-t2 with bmp, cancellous allograft, grafton matrix. (7) posterior segmental instrumentation, c2-t2. Complete decompression, anterior stabilization, posterior instrumentation stabilization was performed without incident. There were no apparent complications. One day post-op the patient was admitted to ICU for ventilation assistance and pain control. The next day the patient was extubated without difficulty. On (B)(6) 2010: patient developed respiratory distress and was re-intubated, ID consult due to oropharyngeal flora growth from intraoperative tissue culture. The patient also stated numbness in hands worse than before surgery. On (B)(6) 2010: patient was extubated with heent assistance without any problems. Palliative care help with pain control. Patient complained of unremitting pain, back of neck, right shoulder, down both arms, especially in both hands. On consult, it was believed that patient was having opioid hyperalgesia. Six days post-op, the patient was transferred out of ICU it was reported that the patient¿s tissue culture grew streptococcus mitis, eikenella corrodens, corny bacterium, and ID recommended IV vanco, gent, ceftriaxone, and oral rifampin. Patient was transferred to replace PICC, further treat delirium, and snf placement for prolonged IV antibiotics. Ten days post-op, the patient was discharged. Discharge diagnosis: (1) cervical osteomyelitis, (2) s/p extensive cervical surgery for cervical osteomyelitis (3) htn, (4) chronic pain ¿ possible opioid hyperalgasia, (5) dysphagia (6) depression ¿ situational (7) anxiety ¿ benzodiazepine dependent. Discharge meds: vancomycin 1gm until (B)(6) 2010; gentamicin 60 mg until 1/23/10; rifampin 600mg until 3/05/10; ceftriaxone 2 gm until (B)(6) 2010; fentanyl patch 300 mcg; dilaudid 12 mg prn; seroquel 50mg; colace 100mg; senna 2tab; prilosec 20mg; lovenox 40mg; lisinopril 40mg, neurontin 300mg, valium 5mg prn; culturelle 1 tab; nicotine 21 mcg eleven days post-op, the patient was transferred for cervical osteomyelitis and dysphagia patient was discharged 3 days later to another facility for "wound care and st". Patient needed to be on IV vanco until (B)(6) 2010 and IV rocephin until (B)(6) 2010. Ng tube needed for feeding assist. Thirteen days post-op, the patient developed fever. Blood cultures and ua were negative. Eighteen days post-op, the patient had PICC line insertion. Patient was administered IV antibiotics. Swallow evaluation was performed and the patient began a pureed diet. On (B)(6) 2010: patient complained of pain in left shoulder and weakness in the left arm. Per surgeon consult, there is nothing in the cervical spine that can be contributing to the weakness. The weakness resolved the next day and the patient was discharged. Approximately 2 months post-op, the patient was seen in the ER complaining that the wound from neck surgery had red areas at the inc ision site. PICC was discontinued. Patient stated having numbness in the left arm since surgery. Sensory exam showed decreased pinprick in the left deltoid area. Impression: possible recurrent wound infection, resolving osteomyelitis c spine. CT scan impression: there are surgical changes related to corpectomies at c4 and c5 with partial corpectomy at c6 with anterior and posterior fusion of the cervical spine. No gross paraspinous fluid collection or paraspinous mass lesion is seen. No gross evidence of bone destruction, fracture, subluxation, or hardware failure is seen. The osseous margins of the spinal canal appear preserved. Plan: home on avelox 400 mg daily. On (B)(6) 2010: the patient presented with worsening painon (B)(6) 2010: patient was seen for re-eval. No interim spinal issues. Chronic neck pain as per pre-operative condition. Periodic dorsal shoulder referred pain. On (B)(6) 2011: patient presented with chronic neck and shoulder pain and is unable to perform exertional work duties of occupation. Requests disability update. Continues to smoke. No evidence of recurrent condition. No further surgical indications. Current condition is likely permanent and stationary. Recommended continued chronic pain management through pcp/chronic pain service. The patient alleges that pain, swelling, weakness, numbness, tingling and edema/redness at the surgical incision occurred due to bmp use.